Event description:
Additional information: it was later reported that the patient was seen on (B)(6), 2011 and did not complain of any issues with her pump. Patient's pump was set to simple continuous and contained bupivacaine 10 mg/ml, 4.4 mg/day, hydromorphone 10 mg/ml, 4.4 mg/day, and fentanyl 522.7 mcg/ml, 230 mcg/day. Patient was last seen on (B)(6), 2011 and it was stated that 'her pain coverage had improved and there were no concerns.

Event description:
It was reported that patient experienced "two overdoses." It was not known what caused these overdoses. Patient symptoms included anxiety, diarrhea and hallucinations. It was added that the healthcare provider (hcp) performed a dye study, and it detected nothing. Patient's status was undetermined. Drug(s) delivered via the device were not known. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8711, serial #: (B)(4), implanted: (B)(6) 2010, explanted: unk. Programmer model: 8835, serial #: (B)(4).